Manufacturer narrative:
(B)(4). We received one used, (3 quarters filled) easypump ii lt (B)(4) without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was missing and the patient connector was not closed. The original wing cap was not handed over by the customer. At the tube we detected a knot. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. In addition, a functional test respectively a leak test was carried out. After opening the knot and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). Leaks were not detected. The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): no flow. Drug: 5fu volume 51.2 diluant nacl and 36.8 5fu. Filled at 12:30 concected to 17h. Report of the absence infusion the next day at 14:30.

Manufacturer narrative:
(B)(4). Statement from our manufacturer: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, no clamp clip is observed and the original wing cap has been replaced with blue closing cone. Big top cap is opened and discofix cap is removed. Detected crystallized residue at filling port. Additionally, detected crystallized residue at male luer lock. Blue closing cone is removed. No flow detected. The complaint sample is not working. No other deviation is observed. Analysis: triangle tube of complaint sample is gently pulled to check for kinked tube. No kinked tube detected. Complaint sample is then dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at point a (triangle tube). Immediately observed flow. Therefore, section a (pump, 'pump + step down tube' and 'step down tube + triangle tube') is ruled out from the possible contributor of blockage. Remarks: as the complaint sample is contaminated with cytotoxic, section a is disposed after investigation at the hospital. Section b is brought back to bmi for decontamination and further investigation. After decontamination, section b is tested with leak test by purging some air into the tube. Detected solution followed by air bubble coming out from the tube. Section b is working. Conclusion: after decontamination, the complaint sample is working. Highly suspected the complaint sample was blocked due to crystallized residue at male luer lock, which had dissolved after decontamination process. Therefore, the complaint is considered as not judgeable. Justification: not judgeable.